Event description:
I had breast implants placed in (B)(6) 2009. Approximately a year later, I noticed I was tired all the time. Other things occurred also such as, memory loss, difficulty concentrating, hair loss, low arc drive, acne, anxiety, hypothyroidism, weight gain, white tongue, gluten intolerance, joint paint, headaches that would sometimes worsen to migraines. I saw six doctors in 10 years and they couldn't find anything wrong other than hypothyroidism. But the medicine for that didn't relieve and symptoms. FDA safety report ID # (B)(4).